Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the end user could log in but could not see the patient list because the pyxis admin had not assigned roles or areas to the user. A technical support specialist confirmed that the issue was resolved at the user end. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es nurse was unable to view the patient list upon logging in. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.